Manufacturer narrative:
Product analysis conclusion: the reported deployment/expansion issue was confirmed on the films provided; however; the cause of the event could not be determined. The reported drop in the patient's heart rate and post procedural hematoma could not be assessed on the images returned. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. The exact moment of the deployment of the bare stent and its release from the tip capture were not available for review. Analysis of the returned films did not reveal any obvious stent graft integrity issues. B5; additional information received: it was clarified that after the balloon blocking process, the inherent aortic valve regurgitation resulted in ventricular dilatation and a sudden drop in heart rate. There was a hematoma in the distal approach a few days after the surgery. It was reported that an urgent exploration of the hematoma was performed and confirmed that it was anastomotic leakage and it had been re-sutured. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the device returned with the external slider and tip capture release handle in the home position. A bend and a number of kinks were visible on the graft cover 13.5cm from the end of the front grip. On retraction of the external slider some resistance was noted as the bend on the graft cover was straightened. The tip capture handle was retracted and advanced with no issue noted. Scratches were visible on the graft cover tip and the taper tip. The reported deformation/expansion issue could not be confirmed through analysis, kinking to the graft cover was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular procedure of a aortic arch penetrating ulcer. When the ulcer was di agnosed , it was noted the that the left subclavian was partially occluded, and the bilateral common carotid arteries were narrowed. Bilateral middle cerebral artery, posterior cerebral artery stenosis.  It was reported that during the index procedure, when inserting the delivery system there was bilateral common iliac and external iliac calcification and severe tortuosity.  The physician continued to insert via the left approach and there was resistance, but it was successfully delivered and passed the arch smoothly. When the outer sheath was deployed to the first segment of the graft, it was found that the stent was not dilated. Deployment was continued  and it was opened from the second segment until the outer sheath was deployed to the distal of the graft, but the proximal part was still not opened. After continuing to deploy the tip, it was deployed and this process was smooth, but the bare stent was still not opened. After the delivery system was slowly withdrawn, the bare end of the stent was still not opened. The physician then used the 10mm non-compliant balloon to dilate stenosis, and the stent was partially opened. Then the physician changed  to the 12mm diameter balloon-expandable stent. Later, changing to the ab46 balloon-expandable stent to open it, but during the balloon blocking process, the patient's heart rate suddenly dropped to 30, and had symptoms of heart failure were noted which were resolved afterwards. However, the lesser curvature of the stent was not well adhered to the wall.  Per the physician the cause of the deployment issue is suspected to be a product quality issue.  No additional clinical sequalae were provided and the patient is fine.